Event description:
It was reported by the patient that since the implantable cardiac monitor (icm) was implanted the patient has been in tremendous pain and breaking out in hives in the area around the icm implant site, chest, neck, head, face, arms and upper body area. The patient indicated an allergist did a patch test and it was confirmed the patient was allergic to two materials in the icm. Also, the patient showed the hives to the allergist who thought they were from allergic reaction. The icm is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).